Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient stated they hadn't used their stimulator for quite a few months because it was shocking them everywhere every time they moved. Patient said because of the shocking and the implant being difficult to charge, they hadn't charged the implant. However their pain was getting worse so patient wanted to see if they could get the implant working again. Patient then said a couple months ago they started to notice the paddles felt like they were ripping their spine in two whenever they coughed or something and was causing a lot of burning and pain. Patient went to their doctor and was referred to a pain doctor, but that pain doctor said they only put in and take out the devices, and told patient to call to see if a manufacturer representative (rep) could do a diagnostic test to check the device before they explore removing the device. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided national answering service (nas) number for doctor's office t o call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who provided healthcare provider (hcp) details and weight. They report for the last 8 months they have been having difficulty charging and they report certain movements such as coughing makes it feel as if their spine is ripping in half. They have not taken any actions to resolve this issue. They report they have been called about removing their implantable neurostimulator (ins) however, they do not want it to be removed and would rather have it fixed.